Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter, thus damaging its¿ main pcb. The transmitter was able to function normally with a different ac power adapter.

Event description:
This report is to advise of an event observed during analysis.